Manufacturer narrative:
Upon receipt, the device was found in backup vvi mode. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. Review of the device image showed that the device had intermittent, high amplitude noise prior to the reset. It is believed that the device had a power-on reset due to a lead arc to the ICD can resulting in damage to the high voltage output circuit.(B)(4).

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient was on dialysis and required external defibrillation. The lead and ICD were explanted due to possible damage from external defibrillation. A new system was implanted after the patient recovered from sepsis (unrelated to the device). The patient is in good condition.